Event description:
It was reported patient had 3 bouts of "sepsis" over the last several months "two of which were said to be pneumonia". The infectious disease physician and pulmonologist had requested that the stimulator system be explanted since they could not come up with any other answers for the patient's infection. The decision was made to explant, all the wounds were cultured and they sent the stimulator and implanted parts to be cultured at well. No plans had been made about another stimulator implant. The patient was in the hospital already and does not have a discharge date per health care provider. The neurosurgeon had placed the system in 2008, with no complications that they were aware of.

Manufacturer narrative:
Product ID 3986a, lot# n132258, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension product ID 3550-29, lot# n151310, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type accessory. (B)(4).